Event description:
Procedure being performed was a laparoscopy, application of clips. As md was applying first clip it came off the applier. A forceps was used to retrieve the loose clip. The plastic portion separated from the metal clip and fell in the abdomen. The plastic could not be located. The md felt since the piece was an inert object and made to remain inside the abdomen, it would be less traumatic than to do a major open laparotomy. The procedure was completed and the abdomenal incisions were closed.